Manufacturer narrative:
Result of investigation: examination of the optics revealed the following: the distal solder seam is chemically corroded and leaking; a white residue of unknown nature is adhering to the distal cover glass. Moisture has penetrated the rod lens system through the leaking solder seam. The rod lens system is broken and no longer allows imaging. Conclusion: the information provided by the customer regarding the fault description "foggy" can be confirmed. Imaging is no longer possible due to a broken rod lens. To visualize the fracture, the optics were illuminated from the distal side to correctly display the fracture and any moisture that had penetrated. Furthermore, a whitish residue of unknown origin was found on the distal cover glass during the examination, which leads to clouding of the distal cover glass. In addition, the distal solder seam has been severely attacked/dissolved and is leaking due to external chemical exposure (clinical reprocessing). The existing leak allowed moisture and residues to penetrate the rod lens system unhindered. Obviously, the optics were not checked for defects/damage by the user as described in detail in the instructions for use under points 9 and 11. Otherwise, the existing damage to the optics would have been recognized and the optics would not have been used. The damage found cannot be attributed to a manufacturing/production error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on march 6,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope had poor image at the start of the case and then during use the image completely disappeared. No negative impact in state of health reported.